Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the safety cap for a bd microfine¿ insulin syringe needle was found loose in the packaging breaching the sterile barrier. In addition, there was foreign matter ¿plastic residue¿ found on a bd microfine¿ insulin syringe needle prior to use. There was no report of exposure or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that plastic residue can be found on the needle and the user pricked herself with the needle when opening the packaging, because the safety cap was loose in the packaging. The syringe was returned with the shield securely on the hub covering the cannula. Because the shield was securely on the hub covering the cannula, the needle was not exposed and a needle stick would not occur in this condition. The sample was then examined under the microscope and exhibited material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of adhesive. Sample was forwarded to manufacturing (holdrege) on 06apr2018 for further review. Second investigation summary: on (B)(6)2018, holdrege received one (1) loose 0.5ml, 12.7mm syringe from reported batch# 7086648. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Sample received fully assembled with no indications of the shield being loose or a cannula through the shield. Unable to reproduce or assess the customer's described failure mode. CAPA (B)(4) was initiated by the holdrege plant to address shield difficult to remove/adhesive run-over and its associated root cause(s). Provided catalog and batch combination are not a match, therefore, production dates with this given information are unable to be confirmed, as they relate to this batches production and implementation activities associated with this CAPA. Catalog and batch number given do not match therefore, DHR review cannot be done. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for foreign matter, the 1st related complaint for needle stick and the 1st related complaint for shield loose on lot # 7086648. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on cannula). - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle stick and loose shield). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.